Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal for evaluation as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does show any complaints for other issues related to this product. Three images have been shared for this event, but there is insufficient evidence to come to any definitive conclusions regarding the reported event/instrument based on the images alone. A log review could not be performed on the cannula seal because the item does not get captured in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that while nitrite was being introduced into the patient's abdomen via a 12mm cannula seal, the inner rubber cap avulsed into the abdomen. The cap was retrieved during the same procedure. There was no injury to the patient reported, however, unintended items falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while nitrite was being introduced into the patient's abdomen via a 12mm cannula seal, the inner rubber cap avulsed into the abdomen. The cap was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the surgeon to request additional information, but was not able to gather any additional information as of the date of this report.